Event description:
A chondral hook from doctor's ankle arthroscopy set broke off inside the patient's ankle during surgery. The surgeon was able to extract the tip of the hook that broke off from the patient. However, it did take 30 minutes to do so that the patient will be charged for or time. No harm was done to the patient.